Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm fg emerge balloon catheter was advanced for dilatation. However, during the procedure the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported. Patient was in good condition.